Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 the patient was unresponsive and unconscious. The partner treated the patient with juice and jelly however the patient was still unresponsive. The bg reading was "lo"and the cgm reading was 110 mg/dl. The partner called emergency medical services and they took a bg reading which was 19 mg/dl and the cgm reading was 140 mg/dl. The patient was treated with IV glucose. The patient declined to be taken to the hospital as he was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and no damage was found. The voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined due to analysis, will not be able to confirm the complaint or determine a potential root cause. No additional patient or event information is available.